Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of various medications/fluids taking longer to infuse than expected could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4) the customer stated that there was a patient involvement.

Event description:
The customer provided a vague report of multiple infusions of various medications/fluids taking longer to infuse than expected. No specific patient events were reported. A site visit confirmed that the issue is related to pharmacy and nurse practice issues with excessive bag overfill not being accounted for when programming rates and durations of infusions; the customer is aware of their need to improve their own internal processes. There is no allegation of device infusion inaccuracy. There was no report of clinical effect, patient harm, or medical intervention.